Event description:
It was reported that the pump touch screen was on, but the display remained black despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to try different button presses and charging steps without success, the customer planned to use multiple daily injections as backup insulin therapy.